Event description:
The customer reported that they had a pop up appear on the xhibit central station (xcs) when trying to access clinical access and then the unit had become frozen. The user performed a hard reset and following the restart, the xcs license was lost. A spacelabs healthcare field service engineer (fse) went on site and re-licensed the xcs. The fse verified that the device was functional before the device was released for use.